Event description:
Caller states that he received the following results on the device within 10 minutes: 427mg/dl, 408mg/dl, 384mg/dl, 401mg/dl, and 89mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.